Manufacturer narrative:
(B)(4). Investigation results received one speedband device with the velcro strap for analysis. The ligator head was not returned. Visual examination of the device found that the trip wire was wrapped around the handle post. The handle post had scratches caused by the trip wire being wrapped around the handle post during spool rotation. It was noticed that the crimp was present on the trip wire and that the trip wire was bent near the proximal loop of the trip wire and the proximal loop was broken. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle could not be performed as the wire was caught in the handle assembly which prevented rotation. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu; therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during preparation, they noticed that the trip wire of the device and was not loaded properly. The procedure was completed with another speedband superview super 7 device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the trip wire was broken; therefore, this is now an MDR reportable event.